Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history, some of the possible causes are: improper handling, inadequate re-cleaning/sterilization, normal wear etc. No deviations were found during review of the manufacturing and inspection documents (DHR). As the device had been in use for approx. 14 years, it is assumed that it had fulfilled its tasks in former surgeries as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device. A review of the labeling did not indicate any abnormalities. IFU states: ¿ensure that the drilling and cutting tools to be used are sharp; discard them if they are not. Never attempt to sharpen drilling and cutting tools!¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, during a primary procedure on a left femur with a gamma nail, the 1-step reamer broke where it attaches to the drill. Another instrument set was available in the operating room and the procedure was completed successfully with no delay. No adverse consequences were reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, during a primary procedure on a left femur with a gamma nail, the 1-step reamer broke where it attaches to the drill. Another instrument set was available in the o.r. And the procedure was completed successfully with no delay. No adverse consequences were reported.